Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. After mesh implantation the patient experienced infection, pain and dyspareunia. The patient underwent mesh excision, due to erosion, with concurrent implantation of pubovaginal sling on (B)(6) 2012.

Manufacturer narrative:
It was reported that after mesh implantation the patient experienced infection, pain and dyspareunia. The patient underwent mesh removal on (B)(6) 2007. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.